Event description:
As reported, an unknown optease was found fractured and upside down and referred for filter removal procedure. During the procedure, the main filter and three pieces were removed. One small fragment remained embedded in the spine of the patient. For removal there was pre/post imaging completed. The vessel size of the vena cava was normal. There were no patient injury during the procedure. There was no migration of the fractured segment. The vessel was not calcified, torturous, or stenotic. There were no acute angles or bifurcating. The filter was placed in 2011 for a saddle pulmonary embolus (pe) which was almost certainly verified by computerized tomography (CT) the extent of the deep vein thrombosis (dvt) is not know and it is unclear if there was a contraindication to anticoagulants (ac) at that time. The filter was implanted by another unknown facility and has been implanted for thirteen years. There was no thrombus present at the implant site. Subsequently, years later the patient developed thrombosis of the filter requiring lysis and stenting in (B)(6) 2024. At this time, the fracture was observed and referred to the account for filter removal. The patient was on anticoagulation post implant for two years. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device and device fragments will not be returned for evaluation.

Manufacturer narrative:
This report is related to medwatch report # mw5157299. Complaint conclusion: as reported, an unknown optease was found fractured and upside down and referred for filter removal procedure. During the procedure, the main filter and three pieces were removed. One small fragment remained embedded in the spine of the patient. For removal there was pre/post imaging completed. The vessel size of the vena cava was normal. There was no patient injury during the procedure. There was no migration of the fractured segment. The vessel was not calcified, torturous, or stenotic. There were no acute angles or bifurcating. The filter was placed in 2011 for a saddle pulmonary embolus (pe) which was almost certainly verified by computerized tomography (CT). The extent of the deep vein thrombosis (dvt) is not known and it is unclear if there was a contraindication to anticoagulants (ac) at that time. The filter was implanted by another unknown facility and has been implanted for thirteen years. There was no thrombus present at the implant site. Subsequently, years later the patient developed thrombosis of the filter requiring lysis and stenting in (B)(6) 2024. At this time, the fracture was observed and referred to the account for filter removal. The patient was on anticoagulation post implant for two years. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device and device fragments were not returned for evaluation. However, an x-ray image of the product was provided. The x-ray image is of an ivc filter (presumably the optease filter) with the hook oriented towards the cranial position. Multiple struts on the filter appear fractured and separated. The reported events of ¿filter-inaccurate placement upside down¿ and ¿filter- fractured-separated¿ were confirmed through analysis of the x-ray image provided. However, without the return of the device for testing, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the limited information available for review on the implantation procedure, it is not possible to determine what factors may have contributed to the upside down implantation of the optease filter, especially since product information was not provided. However, user error is a likely contribution to the event as the storage tube and IFU give very clear instructions on how to implant the filter for jugular/antecubital access vs femoral access. In regard to the fractured/separated filter struts, it is unknown what factors may have contributed to the event; however, patient factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation of risk, the optease retrievable filter is supplied constrained in a plastic storage tube indicating the appropriate orientation for femoral and jugular/antecubital approaches. Never reload a fully ejected filter into the storage tube as this could result in incorrect orientation for the selected access site. Possible complications include, but are not limited to, incorrect orientation of the filter. According to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the sheath introducer hemostasis valve. This is indicated by the printed colored arrows and text (femoral: green; jugular/ antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease retrievable filter from the sheath introducer, ensure that the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter. Also, the IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Neither the x-ray image, nor the information available for review suggest that the reported events were related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.